Event description:
The customer reported that this unit would intermittently blank out.

Manufacturer narrative:
The customer reported that the unit would intermittently blank out. The unit was evaluated by philips, and the symptom was verified. The issue was the result of a processor pca malfunction.